Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 14.7 mmol/l. The insulin pump did not show signs of physical damage. The insulin pump had been dropped but had not been exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The battery cap contacts were cleaned and a fresh battery inserted and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test or verify any alarm due to the blank display. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.